Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The device log could not be downloaded due to the event. The device was received at infusystem and its repair was performed by their technical team. The pump was found to be constantly alarming with no display and with no ability to turn it off. In order to solve this issue, the lcd board and keypad were replaced and sent to brézins for further investigation. Both parts were cross tested individually. Several tests were carried out and all of them performed successfully without any alarm triggering. The reported event could not be reproduced and might be linked to another part but can only be analyzed with the associated device therefore the root cause remains unknown. Note: this same device was already investigated for the same issue earlier this year (MFR report 3000240707-2021-00016 / importer report 3004548776-2021-00016). The device was alarming with technical error 45 and 43. It was found that the lcd cable was not seated correctly likely due to the device being accidently hit or dropped. The cable was re-inserted correctly but no parts were replaced at that time. To our knowledge no patient consequences have been reported. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Pump alarm does not stop (defective display board).